Manufacturer narrative:
Product complaint # (B)(4). Device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: as of july 9, the patient's condition has not changed, and the patient is recovering smoothly. During the operation, the needle did not fall into the patient's body. What was used to complete the procedure? No further information is available. In relation to needle, what is the approximate location of suture breakage? No further information is available. Did the suture separate completely? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name: irgacare®, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength = 2360 g/m.

Event description:
It was reported that a patient underwent a gastrectomy procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 9/15/2021. H6 component code: g07002 incomplete device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9,h3. Investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. An empty opened foil, an empty labeled winding former and a detached needle of product code sxpp1b427 were received for analysis. As per the visual inspection of the needle, the swage and attachment area was noted to be as expected, and no suture remnant could be observed into the barrel hole. The suture was not received for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.